Manufacturer narrative:
The complaint sample was returned by not evaluated due to the solution being expired. Consumer reported experiencing burning and stinging after product use resulting in a visit to the doctor. According to the doctor, patient had burning pain upon lens insertion after using product. Patient was diagnosed with mild keratitis in right eye and was treated with lotemax gel. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign of mild keratitis reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The patient was reported to have recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing burning and stinging after product use resulting in a visit to the doctor. According to the doctor, patient had burning pain upon lens insertion after using product. Patient was diagnosed with mild keratitis in right eye and was treated with lotemax gel. Doctor attributes the event to the product and noted that patient has a history of interstitial keratitis and dry eyes; patient recovered. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.